Event description:
Vns patient was explanted due to infection at the pulse generator/pocket area. The patient had reportedly picked at the incision site causing the wound to open. The infection is reportedly resolved and re-implant is scheduled.